Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the pedicle screws was detected by the surgeon with a post-op CT scan. The final outcome after revision surgery was successful as intended for the screw placements. There was no harm or negative effect to the patient due to the incorrect placement of screws during the initial surgery, neither due to the repeat of surgery/anesthesia (of ca.2h). There was no delay of surgery / anesthesia at the initial surgery due to this issue. Other than the revision surgery for screw correction with corresponding prolong of hospitalization by 3 days, there were no further remedial actions necessary, done or planned for this patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the screw placements deviating by ca.6mm to the right from the intended position, is the usage of an unsuitable pre-surgery patient CT scan in combination with a less than ideal registration workflow, to match the current patient anatomy at the surgery to the anatomy in the pre-surgery CT scan used with navigation: the pre-surgery CT scan was not as required for use with navigation: the patient anatomy had changed due to a previous surgery in between the pre-surgery CT scan until the time of this surgery with navigation using this CT scan. Further, the pre-surgery CT scan used bone windowing instead of the for navigation recommended soft tissue windowing. The registration by the user to match the current patient anatomy at the surgery to the anatomy in the pre-surgery CT scan used with navigation, was not as required, with the registration points not sufficiently distributed and not consistently at the bone operated on. Apparently, the resulting deviation of the navigation display was not recognized by the user before the navigated drilling in bone (and subsequent non-navigated screw placement following the holes) with the necessary navigation accuracy verification after the patient / scan registration to the navigation and throughout the procedure. Further potentially contributing factor that might have added to the deviation of the screw placements: the drill inside the navigated drill guide can be guided by the pedicle itself (deviating) and later on, the non-brainlab tap and screwdriver were not navigated, there is a possibility that the non-navigated non-brainlab instruments did not follow the drilled canal and the angle of the placement changed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for fusion from t7 to and including l1 - for indications thoracic disk herniation and lumbar spinal stenosis - with placement of 12 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. A pre-surgery CT scan to use with navigation was acquired 3 days before this surgery. 2 days before this navigated surgery, the patient received a previous, first-part-surgery without use of navigation for anterior fusion of t11 and t12, with lateral cage placement. During the procedure, the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on the spine, assumedly on vertebra l1. Performed the initial patient registration on the pre-op CT acquiring registration points on the vertebrae, to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Calibrated a drill guide to the navigation and drilled the pedicle holes in the vertebrae t12 and l1 left and right, and used a non navigated non-brainlab tap and screwdriver following the prepared holes to place 4 pedicle screws. Replaced the navigation reference array on the spine, assumedly on vertebra t10, and registered again to the navigation acquiring registration points on several vertebrae, registering t9 and t10, and again verified and accepted the registration accuracy to proceed. With the same procedure as above, drilled the pedicle holes with a navigated drill guide in the vertebrae t7 to t10 left and right, to place 8 further pedicle screws non-navigated following the navigated pedicle holes (12 pedicle screws altogether were intended and placed at this surgery). The screws from the previous surgery on t11 and t12 (former anterior fusion) were removed as intended during these surgery steps on t7-t10. Completed the surgery and closed the patient. A post-operative CT scan was performed the next day on (B)(6) 2019, which indicated that 2 of the 12 screws were misplaced. The screws on left t7 and right t8 deviated by ca. 6mm to the right from the intended position. A revision surgery (using again the brainlab navigation) was planned for this patient and took place on (B)(6) 2019 to correct the screw placement on t7. The final outcome after revision surgery was successful as intended for the screw placements. According to the surgeon: the deviation of the pedicle screws was detected by the surgeon with a post-op CT scan. The final outcome after revision surgery was successful as intended for the screw placements. There was no harm or negative effect to the patient due to the incorrect placement of screws during the initial surgery, neither due to the repeat of surgery/anesthesia (of ca.2h). There was no delay of surgery / anesthesia at the initial surgery due to this issue. Other than the revision surgery for screw correction with corresponding prolong of hospitalization by 3 days, there were no further remedial actions necessary, done or planned for this patient.